Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife close to the bisector doesn¿t cut as usual. It tears the vein. Surgeon continued with the therapy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro knife close to the bisector doesn¿t cut as usual. It tears the vein. Surgeon continued with the therapy. The hospital did not report any patient effects.